Event description:
The user facility reported that a piece is broken during testing prior to a procedure.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
This record was inadvertently submitted. This event was previously reported on MFR report # 0001811755-2019-03366 as part of the voluntary manufacturer summary report program. H3 other text : product not available.

Event description:
The user facility reported that a piece is broken during testing prior to a procedure.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.